Manufacturer narrative:
(B)(4). A companion sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported to baxter an unknown quantity of interlink system IV catheter extension sets in which the sets are breaking. It is unknown when this condition was identified. There was no patient injury or medical intervention associated with this event. No additional information is available. Additional information. The sample was received for evaluation on (B)(6) 2011. A companion sample was received for evaluation. A visual inspection of the sample did not reveal any abnormalities. The sample was then submitted for an underwater pressure test and functional testing, and the results of these tests were satisfactory. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an unknown quantity of interlink system IV catheter extension sets in which the sets are breaking. It is unknown when this condition was identified. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.